Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose at the time of the incident was 3.9 mmol/l and the current blood glucose value (at the time of call) was 15.3 mmol/l. Troubleshooting was performed and the customer reported a high blood glucose past the event leading up to the event. The customer was using the insulin pump system within 48 hours and the auto mode/smart guard feature was not active at the time of the high blood glucose event. The nature of treatment was two times hospitalized. The length of hospitalization for 15 days. The blood glucose value when admitted to the hospital was 15.3 mmol/l. The significant events leading to hospitalization were high blood glucose, heart attack, pneumonia, and diabetic ketoacidosis. The symptoms the customer reported at the time of the hospitalization event were delirium and confusion. The hospitalization treatment was insulin infusion by needle. The was hospitalized in two hospitals because the first one had a fire. The pump passed the test of displacement test and fill cannula. The customer was advised to not have relevant changes in the pump only with the fill tubing which many times is not 5.0 but it is less for the insulin. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report

Event description:
The customer reported high bgs for which they were hospitalized/received emergency medical treatment.

Event description:
Battery cap recall details were added with this report.

Manufacturer narrative:
Additional information which was received is provided in sections b5, h7 and h9 with this report. Customer returned pump for an alleged was hospitalized for high bgs/dka found on (B)(6) 2023. On case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and high bgs found on (B)(6) 2021. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08565 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 10-nov-2022 and 09-dec-2021. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 10-nov-2022 and 09-dec-2021 in the formatted history file. There was no data available to verify no delivery alarm/insulin flow blocked alarm on the event date of 09-dec-2021 in the formatted history file. In further full review of the pump history/traces on the event date of 03-oct-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 03-oct-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 76500 (7.65 u). Dailytotalofbasalinsulindelivered: 76500 (7.65 u). Dailytotalofbolusinsulindelivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 03-oct-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 17:22:00.000. (B)(6) 2023 17:32:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 18:07:00.000. (B)(6) 2023 18:17:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 16:59:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:39:45.000. (B)(6) 2023 18:49:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:50:03.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:50:23.000. (B)(6) 2023 18:50:31.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 2:23:58 pm. There was no power data available for the event date of 03-oct-2023. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap with a missing metal contact. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label torn/peeling. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for pump/transmitter communication anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. The pump passed all the required functional testing except sleep current measurement. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Battery cap contact missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.